Event description:
It was reported that the customer was admitted in the emergency room with high blood glucose of 487mg/dl. The customer experienced vomiting, shaking, extreme thirst, and frequent urination. The caller stated that the cause of his hospitalization was hyperglycemia, acute renal failure, and diabetes ketoacidosis. It was stated that the customer is no longer using the device. Troubleshooting was performed, and the drive support cap was loose. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test passed. The caller mentioned that the customer was wearing the infusion sets for six days, and his sites were red, irritated, swelling, and painful. No further information was provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Drive support cap was inspected and no anomaly was noted. The insulin pump received with scratched lcd window, scratched casing and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.